Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery during manual prime. The customer's blood glucose level was 157 mg/dl at the time of the call. The customer stated that they are unable to troubleshoot the issue at the time of the call. It is unknown what may have caused the no delivery alar. The customer was sent replacement reservoirs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.